Manufacturer narrative:
(B)(4). Batch # u5a45t. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete and the staples met the staple form release criteria. The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectal surgery, after firing, some staples formed with irregular shapes and the anastomotic site was oozing slightly. Oozing was stopped with compression hemostasis. Amount of blood loss is unattainable. No blood transfusion was required and there was no change in post-op care as a result of the bleeding. There was no patient consequence reported. No additional information could be provided.